Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to noise and possible clavicular crush. Additional information received from the field representative that this lead also exhibited intermittent sensing and no further information was given. This rv lead was explanted and returned. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.